Event description:
It was reported that this implantable lead was part of the system revision due to pocket erosion and infection. Reportedly, the implanted product was eroding through the skin and visible. The explanted products were being cultured since the patient was pacemaker dependent. No adverse patient effects were reported. The implantable lead was explanted.